Manufacturer narrative:
Device received with critical pump error and motor safety circuit failed test due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 99 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.